Event description:
One falsely elevated high-sensitivity troponin I (tnih) test result was obtained for one patient on an atellica im 1300 analyzer. The initial result was not reported to a physician(s). The same sample was repeated on an alternate atellica im 1300 analyzer. The repeat result was reported to a physician(s) as the correct result. Quality control (qc) material results were unacceptable at the time. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report that one falsely elevated high-sensitivity troponin I (tnih) test result was obtained for one patient on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse found a leak in the waste system due to a crack in a black cap on the secondary waste container. The cse replaced the cap, resolving the issue. The cause of the falsely elevated high-sensitivity troponin I (tnih) test result was a leak in the waste system. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.